Event description:
On (B)(6), 2010, a (B)(6) male patient was initially positioned in a prone position for a posterior cervical fusion. The physician then adjusted the patient and the product "gave way", causing a laceration of 1 inch to both sides of the patient's head, just above the ear. Reusable adult mayfield skull pins made by integra were used. The patient required stitches. No stereotaxy device was used. New pins and a new mayfield skull clamp were used. Patient outcome was reported as good.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.